Manufacturer narrative:
UDI not available for this system at time of filing. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was a damaged cannulated driver. It was noted the driver tip broke off while placing a screw. The surgeon had tapped with a 6.5 and a 75 50 screw. There was no impact to the patient outcome and less than an hour delay due to the reported issue. No complications were reported/anticipated.

Manufacturer narrative:
Part was discarded by site and will not be returned. If information is provided in the future, a supplemental report will be issued.